Event description:
The customer reported that during a bilateral inguinal hernia procedure, the patient sustained 3 very minor skin burns on the abdomen when the cautery pencil was activated. The burns were treated with bacitracin and gauze. The customer reported that a burn hole was identified in the cord insulation 26" from the pencil tip.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.